Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) was not reading the service data card. The issue occurred after installing ths single board computer (sbc) board. Preventative maintenance (pm) on the screen was being done when the fault was discovered. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). A twelve (12) inch ribbon cable was not allowing the service data card to be read. The srt replaced the ribbon cable and the unit will be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.